Manufacturer narrative:
The technician replaced three brake casters and one steer caster to repair the stretcher.

Event description:
Info received indicates the casters rotate to the side after the brake is set.